Event description:
According to report, the handpiece began smoking when it was handed to the surgeon.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the sologrip iii handpiece ((B)(4)) began smoking when it was handed to the surgeon. No injuries were reported. A review of manufacturing records was performed for this device. The batch record was complete, accurate, and fully approved. The handpiece was visually inspected for damage. Some indentations were found along the length of the fiber; however, no light energy escaped from the length of the fiber when connected to the hene laser. The multifilament fiber was found to be completely separated from the handpiece at the proximal end. No visible damage was noted anywhere else along the handpiece and it was opened for further investigation. Charring was present inside the handpiece where the fibers had separated. The observed damage was most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber at the proximal end of the handpiece. Breakage of the fiber bundle resulted when the laser pulsed extreme heat through the device. In response to complaints of handpiece failures, (B)(4) was initiated. The project resulted in design changes to the tmr handpieces to eliminate fiber breakage within the main body of the handpieces and outside and proximal to the main body of the handpieces. No further action is necessary.

Event description:
According to report, the handpiece began smoking when it was handed to the surgeon.